Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The patient had myocardial fibrosis and the lead was placed at the bottom of the heart after multiple attempts. After connecting the lead analyzer to the lead, during the process of suturing the pouch, it was found that the lead had dislodged. A lead wire was inserted into the lead to prepare for repositioning; however, in the process of placing the lead several times before and replacing several lead wires, it caused blood to enter the inside of the rv lead. After a while, the internal blood coagulated and the lead wire could not be inserted into the rv lead. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.